Manufacturer narrative:
(B)(4). Internal file number (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement and material deformation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified circumflex (cx) artery. After successful deployment of a stent distally in the cx, a 4.0 x 8 mm multi-link vision stent delivery system (sds) was advanced to deploy a second stent proximal to the first stent. During advancement it was observed that sds was having difficulty crossing the heavy calcification and a review of angiography noted the stent was also observed to be too short to cover the remaining lesion. The decision was made to remove the sds and use a longer 4.0 x 12 mm stent. After retraction of the sds from the anatomy it was observed that the distal end of the stent was flared and that the stent implant had been pushed off the balloon onto the shaft of the delivery system. The 4.0 x 12 mm vision stent was used successfully for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.